Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated hypoglycemia of 49 mg/dl. Customer has treated hypoglycemia with food. Customer`s current blood glucose was 89 mg/dl. Customer declined troubleshooting. Customer reported that they needed help in pairing mobile device with insulin pump. Customer was assisted in pairing insulin pump with mobile device. Customer reported pairing was successful. Customer had been using insulin pump within 48 hours of reported hypoglycemic event. Customer reported auto mode feature was active at the time of reported hypoglycemic event. The device will not be returned for analysis.